Manufacturer narrative:
Device analysis: a visual inspection of the device was performed. The needle was observed to be bent. The needle guide was returned separated from the injector. A large gap/ separation was observed between the halves of the syringe case. No other damage was observed. The complainant did not report that injector was damaged. The condition of the injector is likely due to handling; therefore, no further evaluation of the injector damage is required. The reported complaint condition of slider resistance is unable to confirm since damage was observed to the injector and functionality testing cannot be performed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported a xen®45 gts event described as "bad slider operation" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "bad slider operation" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of slider resistance is a known potential adverse event addressed in the product labeling.